Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company represented reported on behalf of the customer, non planar flap was observed on several cases. This was discovered post op lasik by optical coherence tomography (oct). Additional information has been requested. This report is for the left eye.